Manufacturer narrative:
(B)(4);the left ventricular (lv) lead was discarded at the revision procedure and will not be returned for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedance measurements and loss of capture. No asystole was observed. The physician noted a fracture that was likely due to subclavian crush. This lead was explanted and replaced. The patient&#38112;cardiac resynchronization therapy defibrillator (crt-d) was also electively replaced. No additional adverse patient effects were reported.